Event description:
International customer reported that the suture spontaneously broke at two separate locations along the strand one day following strabismus surgery. The pt was returned to surgery for repair. The broken ends were reported as "straight across."

Manufacturer narrative:
Date sent to the FDA: 07/11/2008. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.